Event description:
The hcp reported the patient was experiencing unsatisfactory analgesia. "System never worked to control symptoms". The pump was explanted after an implant duration of less than 50 months. The patient is reported to have recovered without sequela.